Manufacturer narrative:
On 2019-nov-29 arjo received a complaint where it was indicated that grey stitching inside of loop of the loop sling failed. No injuries to patient were reported. It has been established that the sling was not being used for patient handling at the time of the event. During our investigation and based on the photographic evidences received, the grey loop stitching inside loop failed and was found to not have been to specification. The sling was not in use at the time for patient care and it did not cause or contribute to an adverse event. A proper inspection of the sling should detect the failure of the sling, especially since one of attachment points of the loop is broken. The instruction for use for loop slings, provide with every arjo sling, contains crucial information and warning: "due to nature of their use it is imperative that a patient transfer sling be inspected prior to each use". "Check all loops at their connection/stress points. Twist these with your fingers and look for any signs of frying. See the accompanying diagram of a common sling to assist you in locating loop points and other key areas." "Check the stitching of the entire sling, look for any frying or loose stitching." "Caution if any abnormalities are detected after the sling inspection, or if you have any doubts about the sling safety, as a precaution and to ensure safety, stop using it." Therefore, the sling showing signs of unstitching, should be withdrawn and replaced - as was done in the issue investigated here. After reviewing the complaint it comes forward that the loop stitching was partially broken apart. It appears most likely to occur as follows: as the pressure on the sling loop, in the opposite direction of that experienced in normal use which can be caused by the caregiver pulling the loops that way by hand or a much higher strain, where the loop/sling becoming caught in an obstruction. This appears to be an indication of the loop being broken due to the application of outside force that causes the break. Since the loop break is indicated to have occurred outside of use, it may have been caused even by becoming stuck during the mechanical washing or drying process. We find it likely that the loop broke due to the loop suffering stress that is not likely to be encountered during on-label use. To sum up, it was reported by the customer that the stitching inside of loop failed and from that perspective sling did not meet the manufacturer¿s specification. Although no patient involvement nor injuries were reported in relation to this incident, this complaint is determined as a reportable in an abundance of caution and to be transparent in our reporting approach.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 2019-nov-28 arjo received a complaint where it was indicated that stitching inside of loop of the sling failed based on the photographic evidences received. No injuries nor patient involvement were reported.

Manufacturer narrative:
Please note that this is a follow-up report with updated device problem code.